Event description:
During a therapeutic stone removal procedure a laser was used which broke the stone cone inside the pt. The piece that broke off was the coil plus one inch. A basket was used to remove the fragment as well as the stones. The case was completed successfully with no pt complications.